Event description:
A healthcare facility in (B)(4) reported to a fisher & paykel healthcare (fph) in (B)(4) that the patient end connector's collar of the expiratory limb of an rt265 infant dual heated evaqua2 breathing circuit was cracked. This was observed after six days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the expiratory limb of the complaint rt265 infant evaqua2 breathing circuit was returned to fph in (B)(4). It was visually inspected and pressure tested. Results: visual inspection revealed that the collar of the patient end connector was cracked. There was no visible damage noted to the tubing itself. The pressure test result was outside of the specification. A lot check was not performed as lot information was not provided. Conclusion: based on the nature of the observed cracking and previous investigations of similar complaints, the cracking is most likely due to the connectors coming into contact with a cleaning chemical, resulting in environmental stress cracking. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The healthcare facility reported that the damage occurred after six days of use, which suggests that the complaint infant breathing circuit became damaged after it was released for distribution. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms." The user instructions also state the following: - "do not soak, wash, sterilize or resue this product. Avoid contact with chemicals, cleaning agents or hand sanitisers."